Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection of the self bunching kl 1.8 fibertak, hip, identified that the distal end of the shaft was bent. No anchor/sutures were returned for investigation. Functional testing was not performed due to the damage to the device. The quality of the bone encountered was not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a hip labral repair surgery with ar-3636h the surgeon drilled with 1.9 mm drill several times back and forth. He impacted the anchor through the drill guide. The anchor did not stick behind the cortex. It pulled out when surgeon pulled the sutures. The anchor inserter tip was bent. The surgery was finished successfully with a device from another manufacturer. It was not necessary to switch the surgical technique or do a second surgery.